Event description:
Spontaneous. Patient husband informed that the prefilled syringe exploded upon administration at the md office on (B)(6) 2024. Patient husband states that the patient is in pain and needs the replacement as soon as possible. Patient missed a dose; unknown if available for return; md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.